Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 23 mmol/l with moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had a change in physical activity without adjusting their insulin regimen, were dehydrated, had a significant weight change, and a change in stress level. The reporter noted that the patient had overridden a suggested bolus delivery by the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump with use error as a contributing factor.